Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger/modem would not charge his batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries) was confirmed. The charger would not power up upon receipt. The cause for the charger/modem not powering up was a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The patient received a replacement battery charger/modem.